Event description:
Ous MDR - after about 22 months, a lead fracture was reported. The lead was explanted, and there were no adverse pt side effects reported.

Manufacturer narrative:
Ous MDR - upon receipt the lead was subjected to visual and electrical analysis. The analysis of the lead demonstrated a rubbed through insulation. The analysis did not demonstrate any sign of a material or mfg problem. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to abnormal mechanical stress in the implanted state. The analysis did not reveal any sign of a material or mfg problem.